Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an arrhythmia and heart block. The right ventricular (rv) his bundle lead exhibited rising and high thresholds, pacing failure was also noted. It was later confirmed that the lead exhibited a micro-dislodgement. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.